Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. ¿ case: (B)(6) ¿ es-z02-endo14 - pyxis cubie door won't open ¿ case: (B)(6) ¿ med stn es z02-endo14 aux 4 pkt a1. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the cubie was not visible on the drawer settings screen, and one of the cubie pockets was inaccessible and could not be removed. A field service engineer discovered that coffee had spilled inside the drawer, damaging the row board. The row board was subsequently replaced, tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system cubie was not showing on the drawer settings screen and there was a cubie pocket that could not be accessed or removed. Upon investigation fst found coffee spilled inside the drawer. There were no adverse events or injuries reported based on this incident.